Event description:
During service the unit was found not to cycle with all light emitting diodes on and constant single tone alarm due to integrated circuit u28 on the logic board not being seated properly. Reseated u28.